Manufacturer narrative:
Comments: report confirmed on evaluation. No additional information was available on follow-up. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Event description:
Non-specific repair request initiated for device. No patient impact was reported. Report escalated to complaint on evaluation due to a cut and detached foot. No additional information was available on follow-up.